Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl. Customer stated at time of incident her blood glucose was 100 mg/dl. Customer stated they did not receive a sensor updating or sensor glucose not available alert. Customer stated they did receive a calibration not accepted alert. The customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.